Manufacturer narrative:
(B)(4). The carefusion field service technician evaluated the ventilator and was not able to duplicate the customer reported issue. Performed calibrations and testing and vte within specs. The ventilator performs according to specifications.

Event description:
The customer reported that the exhaled tidal volumes on the ventilator are inaccurate.